Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while inserting the syringe into the inflation valve, the valve came off the catheter. This occurred during a pretest.

Event description:
It was reported that while inserting the syringe into the inflation valve, the valve came off the catheter. This occurred during a pretest.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The exterior of the sample was inspected and found the inflation valve was detached. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "3) using aseptic technique, position the needle-less syringe(slip-tip or luer-lock type) in the center of sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. Attached luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. If situation wouldn't be improved, serve the inflation funnel of valve."